Event description:
It was reported the patient's blood glucose level dropped to less than 70 mg/dl. The patient reported that they tried to suspend their insulin but was still receiving insulin. As treatment, the patient took 110g (carbs) of juice and food.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported unsuspended insulin. Lot release records were reviewed and the product lot met all acceptance criteria.